Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing. The platform archive data could not be downloaded due to archive file size limit error; therefore, the archive data could not be reviewed to identify the type of system error. The ap vision software was used to clear the system error. During visual inspection, there was no physical damage observed on the autopulse platform. Also, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform is a reusable device and was manufactured in february 2008 and is more than 12 years old, well beyond the expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. Ap vision software was used to clear the error log. The brake gap inspection was performed and verified the brake gap was within the specification. The platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The processor board was replaced as a precautionary measure, as the board may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR " error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.